Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported that the ipg was unable to communicate with external devices and the ipg was inoperable. Surgery occurred to explant and replace the ipg to address the issue.

Manufacturer narrative:
The reported event of no communication /ipg inoperable was confirmed. At receipt, the ipg would not communicate with lab utilities due to a depleted battery. The battery was recovered and the ipg communicated, charged, and passed functional test on autotester. Unable to determine the root cause.